Event description:
The complainant reported an 82 year old male patient presenting with acute myocardial infarction and cardiogenic shock for impella support. Red urine was noted during support that prompted an attempted repositioning of the device. The issue did not resolve, therefore, the pump was removed and replaced.

Manufacturer narrative:
The impella device was not received by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.